Manufacturer narrative:
The hyperthermia pump involved in the incident has not been returned to belmont for investigation. There were no photographs provided of the reported lesions. A review of past complaints indicates that this was an isolated incident; this is the first time belmont has received a report of this nature. Initial review of the information provided appears to indicate that the user did not follow typical medical procedure. It was reported that the suction was not turned down prior to connecting to the cannulas. It is the responsibility of the clinical staff to ensure the placement and level of suction is within recommended levels. The operator's manual provides the following disclaimer: "proper surgical procedures and techniques are the responsibility of the medical profession. The described procedure is furnished for information purposes only. Each surgeon must evaluate the appropriateness of the procedure being used based on their own medical training and experience and the type of surgical procedure being performed." There was no report of any issues with the device itself. A review of the manufacturing and service records for this serial number indicated that the unit was returned twice in 2015 for loss of calibration, which was traced to damage likely due to an accidental impact and lack of proper routine maintenance. The unit has not been returned to belmont for service since 2015. There is no evidence to suggest that the device malfunctioned to contribute to patient injury. Belmont will continue to monitor for similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's clinical specialist received a report involving a hyperthermia pump and relayed the following: "received a phone call from (B)(6) to notify belmont that after a hypothermia case, a patient had lesions left on the bowel. The lesions were noticed when the patient's abdomen was opened and the cannulas had become attached to the bowel of the patient from the suction. The device was being operated by (B)(6), perfusionist, and the suction was not turned down prior to connecting it to the cannulas."